Event description:
It was reported that the pt had high lead impedance on system diagnostics. Pt's device was programmed off. Per the physician, the pt was started on a new medication about 2 months ago and since then has had a significant improvement in her seizure control. The vns has helped her seizures as well, but after discussion with the pt's mother, it was decided to leave the vns off and see if the pt's seizures remain controlled with medication alone. There are no plans for surgery to date. Attempts for further info are in progress.